Event description:
It was reported that the patient's lead came out of the body. The anchor came out and it was unknown how this occurred since it was sutured. The whole body was in an awkward position and the lead was floating and the patient was getting no relief. None of the leads was replaced, "they just tightened this up to the battery again and anchored and sutured more." The revision was done on the (B)(6) 2013. It was stated that the patient didn't remember when this occurred, she just remembered having a lot of pain and "when she went for 3 month follow up, the doctor checked the system the right battery controlled occipital nerves and this was fine however the left ins (implantable neurostimulator) was not working and they thought the lead was not working." The patient had x-ray and saw the lead came out of the battery. It was stated that this explained all her extreme pain and that she had not done anything that could have caused this pain, just driving. Additional information has been requested but was not available as of the date of this report. When received, a supplemental report will be submitted.

Manufacturer narrative:
Product ID 37714, serial# (B)(4), implanted: 2012 (B)(6); product type implantable neurostimulator product ID 39565-65, serial# (B)(4), implanted: 2012 (B)(6); product type lead product ID 3708120, serial# (B)(4), implanted: 2012 (B)(6); product type extension product ID 3708120, serial# (B)(4), implanted: 2012 (B)(6); product type extension product ID 3778-60, serial# (B)(4), implanted: 2012 (B)(6); product type lead product ID 3778-60, serial# (B)(4), implanted: 2012 (B)(6); product type lead product ID neu_siliconeanchor, serial# unknown; product type accessory. (B)(4).

Event description:
Additional information received reported the lead had pulled out of the implantable pulse generator (ipg). It was noted there were ¿increased impedances¿.

Manufacturer narrative:
(B)(4).